Event description:
This event was a "near miss" involving a demo vent in the mr room with 4 professional staff, 2 MRI techs, 1 respiratory therapist and 1 sicu rn. No one was injured. Event occurred as the respiratory therapist and the MRI tech were preparing for the MRI in the mr room. No operator manual or warning placard were sent with the ivent201. MRI tech called company tech support to confirm that vent was MRI compatible and was given a positive yes to use in MRI. Also had accessed company's web site and received information of MRI compatibility, and that it had been tested up to 3 tesla. With that information the MRI tech felt it was safe to use. While setting up the room before patient arrived, the had put the ivent201 on a MRI safe table. Suddenly the respiratory therapist felt the table hit his leg and as he turned to see, he noticed the ivent201 fly into the opening of the MRI. MRI tech also saw it happen. The respiratory therapist and the MRI tech with great effort were able to pull it out of the MRI immediately. The ivent201 was connected to the oxygen tubing in the back, and that helped so the vent did not travel further into the MRI. The ivent201 was used previously x2 without incident.